Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-jun-2023 . H6: investigation summary one photo of two 32g x 4mm pen needle cartons were returned from lot. No. 2236176, cat. No. 320566. Visual examination of the returned photo was carried out and an no issues with the closure tab can be observed. A label which is not applied during the manufacturing process was also observed on the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the seals on 200 bd ultra-fine¿ pro pen needles' packaging units were broken. The following information was provided by the initial reporter: "broken seal".

Event description:
It was reported that the seals on 200 bd ultra-fine¿ pro pen needles' packaging units were broken. The following information was provided by the initial reporter: "broken seal".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.